Event description:
Following an operative procedure, drape was removed from patient's chest/neck area to discover a 1/2 inch burn on his chin. Investigation revealed that a second electrosurgical pencil (bovie) had been attached, active, and lying on top of the drape over the patient's chest with the tip end near his chin. When the surgeon stepped on the foot pedal to activate second bovie, causing burn. It was felt that the generator needed to become clearly labeled as to the fact that all bovies become alive when the foot pedal is activatedinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.